Event description:
The customer being hospitalized due to diabetes ketoacidosis and high blood glucose of 611 md/dl. The customer stated that she treated in the morning with a bolus and was feeling sick during the day, but she did not check her glucose level. The customer went to bed and work up with chest pain, and shortly after her sister called the paramedics. Troubleshooting was performed. The program and bolus history were correct. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. The customer stated that the cannula is not bent or occluded. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.